Event description:
According to the reporter: occurred during a left video-assisted thoracoscopic surgery (vats) wedge procedure. The manual stapling handle was never applied to the tissue. The stapler jaws closed and would not open again. Then continued to not work properly. In order to resolve the issue and complete the case, a new stapler was opened. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.